Event description:
A trilogy 100 ventilator was returned to the manufacturer's service center for preventative maintenance. There was no harm or injury reported. On initial evaluation, there were no significant error codes in the error log. The passive porting block was damaged and required replacement, the power cord clamp was missing and required replacement, the front case enclosure was damaged and required replacement, and the handle was damaged and required replacement. A gap between the front enclosure and base required re-seating of the module plates. The device failed repair testing for positive flow verification and was returned to the technician for additional evaluation. The unit was re-calibrated, sent to run-in and then passed all testing.